Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implant, the patient developed endophthalmitis on the first postoperative day. Additional information was provided that eye draining was performed every day. The patient is still admitted in the hospital, visual ability has improved and the patient is still receiving antibiotics. There are four medical device reports associated with this patient. This report is for the iol.